Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements high out of range during magnetic resonance imaging (MRI) programming assistance. Technical services (ts) was consulted and noted that the MRI was not performed, and that the healthcare professional (hcp) planned to consult with the cardiology department before proceeding. This ICD and rv lead remain in service. No adverse patient effects were reported.